Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance.

Event description:
When the distributorship received the product it was noticed that the plate was missing from the packaging.